Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact phone (B)(6).

Event description:
The event involved a plum a+ infusion pump. It was reported personnel during their weekly visit that they had a pump that would have advanced the infusion. When the pump entered the tso, the tso personnel in charge of the transport advised the sector chief that the device entered with a note that said: ¿pump was delivered for review by the technician, since the same was corroborated that it was administered a saline solution in 12 hours with programming to pass in 24hs pump was delivered for review by the technician, since the same was corroborated that it was administered a saline solution in 12 hours with programming to pass in 24hs.¿. The product status at the time of event was not provided by the customer. The device is available for evaluation, it is possible to provide a copy of the alarm history and an image, and the device is not contaminated. The pump last preventative maintenance was on 24-mar-2024. A routine test was not scheduled. The event occurred during patient use, however there was no delay in therapy or adverse event and no one was harmed as a result of this event.

Manufacturer narrative:
Visual inspection was performed, and the device was found in normal condition. According to event history, it was evidenced that frequent interruptions seem to be the most likely cause in this case, indicating that the device faced recurring issues that affected its ability to maintain a continuous infusion due to incorrect use by the user.